Manufacturer narrative:
(B)(4) stent blocked/occluded. (B)(4) stent cover detached/missing. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was placed within the esophagus of patient on (B)(6) 2011. According to the complainant, the patient had previously undergone achalasia surgery at an unknown date, which subsequently resulted in an esophageal fistula. The patient did not have cancer or any associated malignancies. On (B)(6), 2011, the stent was temporality placed within the inferior third portion of the patient's esophagus in order to seal the fistula. On (B)(6) 2011, during the procedure to remove the stent, it was discovered that the stent cover had disappeared. Due to the absence of the covering, the stent was occluded with tissue in-growth. It was reported that the stent was successfully removed from the patient; however the cover was not found. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. It is important to mention that according to the directions for use (dfu) the ultraflex covered esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and / or extrinsic malignant tumors only. The ultraflex covered esophageal ng stent system is also indicated for occlusion of concurrent esophageal fistula.